Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at site resulting in 14.2 units of insulin being delivered. Subsequently, the customer blood glucose (bg) dropped from 225 mg/dl to 137 mg/dl. The customer was transported to the emergency room (ER) via ambulance. Paramedics treated the customer with intravenous sodium chloride. No treatment was received in the ER. The customer was released from the ER after a few hours with a bg of 167 mg/dl and with no permanent damage. The customer reverted to manual injections for insulin therapy.